Manufacturer narrative:
The device was returned for analysis and evaluated by manufacturer. The device returned incomplete because during the visual inspection and microscopical inspection it was found that the spring on the distal section of the guidewire was detached.

Event description:
Reportable based on the device analysis completed on 10jun2024. It was reported that the wire was stretched. The 75% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery (lad). A rotawire drive was selected for use. During the procedure, it was noted that the wire was stretched. The procedure was completed with this device. There were no patient complications reported. However, device analysis revealed that the spring on the distal section of the guidewire was detached.